Event description:
This is filed to report mitral stenosis, heart failure, prolonged hospitalization and medical intervention it was reported that this was the second mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4 due to disease of progression. It was noted that the initial clip is stable on both leaflets. Two clips (ntw and nt) were successfully implanted on the mitral valve, reducing mr to a grade of 1-2. It was noted the ending gradient was 5mmhg. Then four months later, on (B)(6) 2022, the patient returned to the hospital due to shortness of breath and fatigue. The clips remained stable, but the gradient increased to 10mmhg. Transthoracic echocardiography (tte) was preformed. The physician did not know if the clip caused or contribute to the increased gradient. The patient was treated with medication, ionotropic therapy and diagnostic testing due to the heart failure symptoms. The patient will remain hospitalized. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mitral stenosis (ms) could not be determined. The cause of the reported heart failure cannot be determined. The reported fatigue and dyspnea appear to be a cascading effect of heart failure. Furthermore, the reported patient effects of ms, dyspnea, and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. Hospitalization, medical intervention, and medication are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.